Event description:
It was reported by the customer that a pyxis medstation es system not showing all patients information. The customer added that they were prevented from accessing medication which cause a slight delay. Customer confirmed there was no patient harm was done. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that all patient's information were not crossing to the a-station. The technical support specialist helped customer to elapsed the admission time of patients to cross all patients information to a-station to resolve. The system was functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: b5, d1, d4, d5, g1, g6, h2, h6. (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 08-oct-2022 to 07- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that all patients were crossing to the a-station once their admission time had elapsed. A technical support specialist guided the customer to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was not showing all patients' information causing delay. There were no adverse events or injuries reported based on this incident.